Manufacturer narrative:
Sc-3138-25, sn: (B)(6). Device evaluation indicated that the complaint about the lead extension was fractured at the proximal tip was confirmed. The proximal end is bent/kinked, likely due to mishandling rather than a manufacturing defect. A review of the device history found no anomalies. Dfu 91078747-08 cautions against sharply bending or kinking the lead or extension, so the probable cause selected is unintended use error caused or contributed to event.

Event description:
A report was received that the patients lead extension was fractured. The patient underwent a lead extension replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patients lead extension was fractured. The patient underwent a lead extension replacement procedure and was doing well postoperatively.